Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under separate medwatch reports. Summarized patient outcomes/complications of closure of a patent ductus arteriosus with occluders, including the amplatzer duct occluder were reported in a research article. Some of the complications reported were device embolization, aortic obstruction, depressed cardiac output, systemic arterial thrombosis, atrial arrhythmia, hypotension, hypoxia, medication error, post-extubation stridor, respiratory distress, sinus tachycardia, tricuspid regurgitation, vessel trauma, device malposition, respiratory arrest, post ligation syndrome, urosepsis, surgical intervention, and death. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿safety and short-term outcomes for infants < 2.5 kg undergoing pda device closure: a c3po registry study¿, was reviewed. The article presents a multi-center retrospective study to evaluate short-term procedural outcomes and safety for infants < 2.5 kg who underwent catheterization with intended patent ductus arteriosus (pda) device closure. Devices included were amplatzer piccolo occluder, amplatzer duct occluder, micro vascular plug, and amplatzer vascular plug. The article concluded transcatheter pda closure in small infants can be performed with excellent short-term outcomes and safety across institutions with variable case volume. Increased risk of adverse events is associated with patients that have non-cardiac problems as well as the use of multiple devices during a case. [The primary and corresponding author is oliver barry, division of pediatric cardiology, new york-presbyterian ¿ morgan stanley children¿s hospital, columbia university medical center, 3959 broadway, chn-253, new york, ny 10032, USA, with corresponding email: omb2104@cumc.columbia.edu].